Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. As per immulite 2000 thyroid stimulating immunoglobulins instructions for use, "the immulite 2000 tsi assay was compared to the alternate methodology on 244 serum samples from patients with graves' and other thyroid or autoantibody diseases and the overall agreement was 95.90%". The hsc specialist determined that the overall agreement at the customer site is 95.00% for 80 samples. Siemens healthcare diagnostics informed the customer that the assay was performing within instructions for use specifications. The customer did not require any further assistance. The cause of the discordant, false negative tsi results on two patient samples is unknown.

Event description:
Discordant, false negative thyroid stimulating immunoglobulins (tsi) results were obtained on two patient samples on an immulite 2000 instrument, while using reagent lot 215. The samples were initially tested using an alternate methodology, resulting positive. The discordant results were not reported to the physician(s). The samples were repeated using the alternate methodology, resulting positive. The samples were then repeated on an alternate immulite 2000 instrument, still resulting false negative. The results obtained using the alternate methodology were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative tsi results.

Manufacturer narrative:
The initial MDR 2432235-2016-00422 was filed on august 12, 2016. Additional information (08/18/2016): add'l MFR narrative of the initial MDR states that "the hsc specialist determined that the overall agreement at the customer site is 95.00% for (B)(4) samples." The hsc specialist re-reviewed the data and determined that the overall agreement at the customer site was 90.00% for (B)(4) samples, which were run in duplicates. The hsc specialist indicated that comparing the (B)(4) sample study performed at the customer site with a 90.00% concordance would be statistically similar to the 95.90% for the (B)(4) tested to determine the IFU claim. The cause of the discordant, false negative tsi results on two patient samples is unknown.